Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 8042b implantable pulse generator (ipg), implanted: (B)(6) 2010; 5076 implantable pacing lead x2, implanted: (B)(6) 2010.(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.